Event description:
After nearly 3 years of successful cochlear implant use, this pt reportedly began to experience intermittent sound with the device. The external equipment was exchanged and the implant was reprogrammed. However, the problem was not resolved. Using the appropriate diagnostic equipment, it was determined that the device was not functioning according to MFR's specifications. Explantation/reimplant surgery was tentatively scheduled in 2005.